Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown; device information - unknown; date implanted - unknown; date explanted - unknown; (B)(6). The 510k number - unknown. Manufacture date ¿ unknown.

Event description:
Information was received based on review of a journal article titled, ¿metal ion levels in patients with modular acetabular hip components, matching crco liners with titanium cups.¿ the journal article aimed to examine metal ion blood levels in total hip replacement patients who received titanium acetabular cups coupled with cocr acetabular liners; and to investigate the influence of parameters including age and gender. The study consisted of thirty-nine (39) patients who were implanted with titanium acetabular cups, cocr liners and monoblock stems. Bearing surfaces, in all cases, consisted of highly crosslinked polyethylene, matched with either a crco or ceramic modular head. Thirty-one (31) of the patients had undergone total hip arthroplasty before and nine (9) had difficult primary procedures. Patients were between the ages of thirty (30) and ninety-two (92) years old. Fifty-one percent (51%) were female patients and forty-nine percent (49%) were male patients. All patients had cobalt and chromium ion level blood tests performed twice consecutively; initially between three (3) and (12) months and between six (6) to (19) months thereafter. The average ion blood levels for cobalt were 0.911mcg/l, for chromium were 0.963 mcg/l, and 0.996 for the cobalt and chromium ratio. There was no statistical difference found between the 3 mean levels according to both gender and age. Repeat tests demonstrated decreases in cobalt levels in seventy-nine percent (79%), chromium levels in sixty-four percent (64%), and the cobalt and chromium ratio in seventy-one percent (71%). In conclusion, preliminary results confirm that modularity of titanium cups do not pose an issue of metal ion release, due to the distribution of loads and locking mechanism between the liner and shell.